Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged exposure to moisture, cosmetic damage, a crack on the pump and blank display found on 25-aug-2021. Device passed the displacement test, active current test, sleep current test, however failed self test due to missing segments on screen. No blank display noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, an unexpected low battery alert(104) on 08/25/2021 at 15:20:21.000 was found in the history files. Failed battery test was also found in pump history on 08/25/2021 15:19:41.000. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic stack and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, battery tube threads - cracked, cracked case (battery tube) and label damage(serial number label stained). Also, lcd screen is missing segments. In summary, blank display not confirmed, however, cosmetic damage was confirmed, cracked case (battery tube). Exposure to moisture damage confirmed on electronic stack and motor. Missing segments confirmed on lcd screen. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not working and exposed to moisture. Customer stated the cracks on the pump. Customer stated that they do not here fluid when shaking the pump. Customer stated the they saw fluid under liquid crystal display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.